Event description:
Datex-ohmeda cardio cap 5 monitor failure to display co2 reading. No circumstances or environmental causes known to adversely affect monitor. Pt under conscious sedation remained completely stable throughout course of procedure.